Event description:
It was reported that the patient presented in clinic for routine check. When attempting to perform a firmware upgrade, the upgrade failed and the pacemaker went into backup vvi mode. It was noted that the wand slipped off the device for a few seconds during the upgrade. The firmware upgrade was reattempted but the device went into backup vvi mode again. The device was restored back to it's original firmware. No further information available on further intervention or patient condition.